Event description:
Information received by medtronic indicated that the insulin pump had power error. Customer stated they were able to clear the alarm and rewind insulin pump. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test and active current test. The pump fails sleep current test. Successfully downloaded history files and traces using thus. Confirmed pump error 25 on (B)(6) 2022 17:00:00.000. The power management tool confirmed indicated abnormal behavior of the lithium backup battery. Test p-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found moisture damage on q19 on pcba 1, lcd flex connector, and j2 connector on pcba 2. The following were noted during visual inspection: stained keypad overlay, cracked case (battery tube), and pillowing keypad overlay. Pump error 25 high sleep current and unexpected battery power loss due to moisture damage on pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.